Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a femoral artery. During advancement of a 7.0 x 150 mm absolute pro self-expanding stent system (sess) through a 6f introducer sheath, there was resistance before exiting the distal end of the sheath. As the device was being removed from the introducer sheath, resistance was again felt and the stent implant deployed inside the sheath. The sess and deployed stent were removed from the anatomy inside the sheath. A new sheath and 7.0 x 100 mm absolute pro self-expanding stent system was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspection was performed on the returned device. The premature deployment and resistance was unable to be confirmed due to the condition of the returned device and the stent had been deployed. The investigation was unable to determine that reported resistance and premature deployment was due to operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The investigation determined that the reported resistance and premature deployment were due to operational context.